Event description:
A leveen needle electrode was being used for therapeutic ablation of a femur bone metastatic cancer. At the end of the procedure upon removal of the grounding pads, it was reported there were blisters at the edges of the two grounding pads closest to the ablation site (left hip) the two grounding pads that were further away turned red but did not blister. There were two first degree burns and two second degree burns which were treated topically. The intended ablation was successfully completed.